Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, episodes of non-sustained rv oversensing and non-sustained ventricular tachycardia/ventricular fibrillation due to lead noise were observed. The noise was not reproducible with isometrics. No action was performed. The lead remains implanted. The patient will continue to be monitored.